Manufacturer narrative:
(B)(4). The complainant indicated that the device would not be returned to zimmer biomet for investigation, as it was discarded. The product was evaluated through a complaint history review, however, the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial bearing trial fractured when the surgeon removed the device during knee arthroplasty. No additional information is available.